Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was high. The customer disconnected from the pump and reverted to another therapy to manage diabetes. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. However, a system check was performed with the current supplies on the pump and the pump was found to function as expected.